Event description:
It was reported that a pta balloon allegedly ruptured circumferentially in the middle of the balloon upon inflation. The balloon burst in the patient. Patient information is unknown. Possibly used on an arterial anastomosis fistula, location unknown. Inflation method is a 10 cc syringe hooked to a 3 way stop cock. They use an additional 3 cc syringe, if needed. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This sample was not returned as it was discarded at the user facility. The result of the investigation is inconclusive and the root cause is unknown. The current IFU (instruction for use) states: inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Please refer to the device label for the recommended maximum pressure of this device. Note: the maximum rated burst pressure (rbp) is also printed on the product. Precaution: do not exceed the pressure rating recommended for this device, balloon rupture may occur if the maximum pressure rating is exceeded. If resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. Once the balloon has been located within the lesion, a syringe should be used to inflate the balloon. A syringe of 10 ml or larger capacity should be used. Ensure the guide wire is left in place during inflation of the balloon. It was reported that the device was used o dilate an arterial (av) fistula. Opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.